Event description:
I had lasik performed on both eyes in 2005 at the (B)(6). I was handed my informed consent form with the words "read this, but don't let it scare you, this stuff never happens." Immediately following my surgery, I began having pain in both eyes due to severe dry eye. I complained to eye doctors, but was never given a reason for the dryness. I have tried most conventional dry eye treatments, and spent (B)(6) in the process trying to get relief from dry eye pain and discomfort. My dry eye symptoms have impacted all aspects of my life and affect me every waking hour. I never had a problem with dry eyes prior to my lasik outcome. A 15 minute procedure that was supposed to make my life easier, has now greatly decreased my quality of life and has complicated it more than I ever could have imagined. I will face a lifetime of eye pain and problems due to my lasik outcome.